Event description:
Rn reports home patient's transfer set became disconnected from catheter 2 times. Rn reports that the pt performs their dialysis exchange in a lazy-boy chair. The patients line becomes tangled in the chair and is pulled from the pt. Pt received one course of antibiotics prophylactically and nothing the second time. No pt injury is reported.